Event description:
It was reported that it was difficult to insert the introducer and when the physician used force, the catheter tore off.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.